Manufacturer narrative:
The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed in sections and the (B)(4) FDA registration number has been used for the manufacture report number.

Event description:
It was reported that the unspesified bd¿ urine collection culture cup leaked during transport. The customer stated that they noticed blood on one of the urine lids and they think that the patient stuck themselves with the needle. Found after use. No reports of serious injury or medical intervention noted.

Manufacturer narrative:
Investigation summary: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for needlestick with the incident lot was not observed as all product specifications were met. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted. Bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for leakage with the incident lot was observed. Evaluation and testing of the customer samples was performed and leakage was observed. However, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted. Investigation conclusion: based on evaluation of the customer samples, the customer¿s indicated failure mode for needle stick with the incident lot was not observed as all samples met the required specifications. Based on evaluation of the customer samples, the customer¿s indicated failure mode for leakage with the incident lot was observed. Root cause description: based on the investigation, a root cause could not be determined. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.